Event description:
It was reported that the physician was changing out a central line over a wire. They passed the wire through the catheter and the wire got stuck in the side and almost snapped. Although this was in the patient when this happened they were able to get it out and the patient was not harmed. Follow up indicated that the same site was used and there were no patient complications. The surgeon stated that the tip of the dilator was not noted to be damaged and that there was no resistance when the dilator was advanced over the guidewire.

Manufacturer narrative:
Follow up submission is being submitted to correct the following: expiration date, approximate age of device, and manufacture date.

Manufacturer narrative:
An investigation is in progress.

Manufacturer narrative:
Received the avahf catheter, dilator and guidewire. The guidewire was received stuck inside the dilator. The tip of the dilator was deformed and appeared to have been torn. The catheter valve assembly was examined and there was no damage found. The guidewire 0.032" was removed from the dilator by pushing it distally through the dilator. There was no further damage to the guidewire occurred during removal from the dilator. Examination of the guidewire found the inner core wire to be broken or cut 5cm distal of the 10cm marker. The core wire was also bent at a tight radius at the proximal end break site; the wire is normally straight through this section. The remainder of the inner core wire was inside the j tip section of the guidewire, there was no inner wire missing. The outer coil wire has been stretched and uncoiled over a 10cm area from the j tip end to the 10cm marker. The complaint was confirmed; however, there is no evidence of a manufacturing nonconformance. Review of the available information suggested that some procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and the device met all specifications upon distribution.